Manufacturer narrative:
Cerner distributed a preliminary flash notification on (B)(6) 2021 to notify all potentially impacted client sites of the impacted workflow and that investigation was ongoing. Cerner distributed a flash notification on (B)(6) 2022 to all potentially impacted client sites. The software notification includes a description of the issue, and a safety enhancement is available to address the unexpected cancelation denial scenario by notifying the provider of the third-party system's cancelation denial in cerner millennium message center.

Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however, cerner has chosen to file this medwatch report to voluntarily notify the FDA of an adverse event reported by a cerner client utilizing a cerner product in conjunction with a third-party pharmacy system. The company's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for products such as cerner's powerorders®, nor are these products currently actively regulated by the FDA. This report documents information related to an adverse event that involved functionality included in cerner's millennium powerorders® eprescribe in conjunction with a third-party pharmacy system through an hie for cpoe. The situation arises when a provider sends a request to the pharmacy, and it is accepted and then the provider subsequently sends a cancelation request to the pharmacy. If the third-party pharmacy system denies the cancelation, the pharmacist may not be notified of the cancelation request and the original order could remain active. The hie sends the cancelation denial back to cerner, but the provider is not notified of the denial through cerner millennium message center. However, the cancelation record is available for review in the order details within millennium. It was determined that cerner's design accounts for all expected workflows, but this situation was not a known or expected workflow. Patient care may be affected if the pharmacy dispenses, and a patient takes the medication the provider attempted to cancel. Cerner was notified of an adverse patient event related to the functionality. The provider electronically submitted a prescription to a third-party pharmacy system and then electronically canceled it successfully in the cerner system, but the third-party pharmacy system denied the cancelation for unknown reasons and provided no notification to the pharmacist. Due to the original order remaining active in the third-party pharmacy system, the pharmacy dispensed the medication, and the patient took inappropriate therapy.